Event description:
A company representative reported that a tritanium pl cage fractured intra-operatively and that a portion of the fractured cage remains implanted in the patient. The procedure was completed with no surgical delay and no adverse consequence to the patient.